Manufacturer narrative:
Manufacturers ref# (B)(4). Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant via the right internal jugular vein due to deep vein thrombosis. Patient is alleging tilt, vena cava perforation. Retrieval report: "there is an infrarenal ivc filter in place." "Through a 10-french sheath, a snare was used to attempt to grasp the cephalad hook of the ivc filter. However because the hook was tilted anteromedially and likely embedded in the wall of the cava this was not possible despite multiple attempts. Because of this the sheath was exchanged out for a 16 french sheath. Grasping forceps were then used to grasp the cephalad hook of the ivc filter. The 16 french sheath was then advanced inferiorly over top of the filter to collapse the legs of the filter. The filter was removed intact." "There is a suggestion of minimal extravasation from the ivc filter along the right lateral aspect of the cava in the region where one of the legs had extended beyond the wall of the cava. Repeat venography over the course of the next 15 minutes showed that this small bleed did stop and the irregularity along the wall of the cave significantly improved." "Successful removal of ivc filter. Small bleed following filter removal from the ivc resolved on its own over approximately 10 minutes following filter removal no further bleeding at the conclusion of the procedure."

Manufacturer narrative:
Additional information: investigation. The investigation has been updated to include embedded. The additional information regarding embedded does not change the previous investigation results for vena cava perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported small bleed is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The allegation of embedded has been added to those investigated below. The following allegations have been investigated: vena cava perforation, tilt, small bleed. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.